Event description:
It was reported that a vns patient had their vns generator and lead explanted for infection. The infection was located at the generator site. The patient's infection was noticed early (B)(6). The patient will be placed on antibiotics for the next 2-3 weeks until infection clears. A new device will be implanted once it is determined all infection is clear. The patient's surgeon does not feel the device caused the infection due to the fact she has had 2 other generators prior to this one. They generator had only been implanted for 27 days. They are not sure if the patient may have contributed to the infection. The patient had wound cultures taken that showed a staph infection. The patient's generator was returned for analysis. Electrical tests showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The lead assembly was returned for analysis. A single setscrew mark noted at the end tip of the connector pin suggests that the lead connector was not inserted completely at one point in time. The exact point in time of when this occurred is unknown. Also, three sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. No product malfunction was reported. The lead connector was inserted completely in a representative pulse generator and no anomalies were identified that could prevent proper insertion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
A second portion of the lead assembly was returned for analysis. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the 2nd returned portion of the lead.

Event description:
A portion of the lead body was returned for analysis. It was reported that the lead was explanted due to an infection and no device was implanted. Back in (B)(6) 2012 the generator was removed due to the infection and portion of the lead and (B)(6) 2012 the remaining portion of the lead was removed. It was returned for analysis (B)(6) 2012 and completion is pending.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.